Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the perfusionist (ccp), the unit is kept plugged in, with base ¿on¿ and monitors and roller pumps ¿off¿ whenever it is not in use. And they do not discharge the batteries. Per the fsr he was unsure of whether the system was left unplugged for a long period of time prior to his arrival, he completed the pm and left the system plugged in and charging over the weekend. The fsr texted the ccp to see whether the battery status indicator was green when the system 8000 was unplugged. The ccp told him it was red when the system was unplugged. These batteries were due to be replaced next pm cycle in (B)(6) 2016. The fsr replaced the batteries and tested operation. The battery indicator light is now green when the unit is unplugged. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. During the laboratory evaluation, the reported issue was corroborated (one of the two batteries would not accept charge). Per the product surveillance technician (pst), the returned batteries measured 12.9 volts direct current (vdc) and 3.8 vdc upon receipt. Conductance was 260 for the first battery and not available for the second battery due to the low voltage. This puts the second battery out of specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the battery status lamp on perfusion system was indicating red when the system was unplugged. There was no patient involvement.